Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown lcp plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: periprosthetic vancouver type b1 and c fractures treated by locking-plate osteosynthesis; lonnie froberg, anders troelsen, and michael brix; acta orthopaedica; 2012; 83 (6): 648¿652; reported: a study from 2002 through 2011 of 58 patients with a total of 60 low energy periprosthetic femoral fractures (pff). The patients underwent osteosynthesis with a synthes locking plate: less invasive stabilization system (liss); locking compression plate (lcp); locking attachment plate (lap). All patients had a total hip replacement and were followed up clinically and radiographically. One patient had been treated with an lcp; seven with liss, two of whom were also treated with lap. At a median follow-up time of 23 (0-121) months after pff, eight patients (8 fractures) had been re-operated due to: infection (four cases), failure of fixation (three cases), and loosening of the femoral stem (one case). The authors concluded that locking-plate osteosynthesis of periprosthetic femoral fractures provides good results with fracture union. This is report 1 of 3 for complaint (B)(4). This report is for an unknown lcp.